Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to boot up the system in normal mode without issue. The fse replaced the left master tool manipulator (mtm) due to the recurring issue of errors 23, 307, and 25595. The system was tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called the technical support engineer (tse) and stated that the system kept faulting out. The tse reviewed the logs and found multiple left master tool manipulator (mtm) faults. The tse could hear that the system wouldn't recover from the faults. The tse had the customer hard power cycle the surgeon's console and also confirmed that the blue fiber cable was seated with a blue led above it. After the power cycle, the system came up error free and the customer continued on with the case. The tse reviewed the live logs post power cycle and error 25595 for the left mtm returned. The customer reported that errors 23 and 25595 continued to return. The error turned into a 307 error. The staff requested to know what they could do to resolve the issue. The tse explained that the staff could replace the surgeon side console (ssc) with a backup ssc. The staff disconnected from the line to retrieve a second ssc. There was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The surgery was a robotic assisted simple prostatectomy. The system was inspected prior to use. The procedure was completed robotically using another ssc.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced left master tool manipulator (mtm) arm for failure analysis. The mtm arm was analyzed, tested using an in house system and the reported failure was reproduced during sine cycle confirming defective embedded serializer in master base pca board and main wire harness.

Event description:
Refer to h10/h11 for follow-up information.